Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The bending section cover was dirty and had discoloration. The plastic distal cover had a dent and was dirty. The adhesive on the bending section cover was detached. The connecting tube had a scratch and was sticky. The objective lens had a crack and a chip. The light guide lens had a chip and an adhesive connection issue. The insertion guide protector had a cut. The forceps channel port, suction cylinder, grip, control unit, and the electrical contact of video connector were shaved. The grip, protector of universal cord on control section side, and control unit had discoloration. The scope cover and video connector case were deformed. The right/left knob and light guide connector were dirty. The protector of the universal cord on the scope connector side was sticky and had a scratch. The control unit, switch one (1), universal cord, scope cover unit, light guide connector, and video cable had a scratch. The protector of the video cable section had a cut. Due to wear of the angle wire, the play of the up/down/right/left knobs were out of the standard value. Due to wear of the angle wire, the bending angle in up/left/down/right direction did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the gastrointestinal videoscope had white glue particles attached to the tip. During a therapeutic procedure of sclerotherapy (glue injection), a few drops of the glue spilled on the outer sheath of the scope. The intended procedure was completed with the same scope with no surgical delay. The device had been inspected prior to use. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign material due to insufficient to incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged with foreign material due to insufficient to incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the nozzle becoming clogged with body fluids/adhesives of used substances due to inappropriate reprocessing. The event can be detected/prevented by following the instructions for use which state the following: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system, air-feeding function and objective lens cleaning function." "Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the air/water channel cleaning adapter after each patient procedure." "Manually cleaning the endoscope and accessories. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels." "If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.